Event description:
It was reported that during a whipple procedure, the device was used to transect the duodenum. Fired staples formed on three or four rows closest to the blade. One side had multiple malformed staples. The instrument was reloaded and reused without further trouble. The product failed to form proper b shaped staples on all rows. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/03/2009. Info anticipated, but unavailable at this time.